Manufacturer narrative:
Age, sex, ethnicity: unknown/ not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Email address: unknown/not provided. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) while being inserted into the eye was noted to have folding issue and there was a bent/kinked haptic. Only the cartridge touched the patient's eye. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: dec. 20, 2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptic and that the lens was received cut in half, which is consistent with a lens that was handled. Haptic damage (bent) was also observed. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could be confirmed; however, this may be attributed to handling, suggested by the fact that the lens was cut, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed one complaint but not related to the reported complaint issue. And another complaint with similar to the reported complaint issue but was not confirmed based on investigation results. Based on the results, no escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.